Event description:
It was reported that during a dialysis catheter placement procedure in the right internal jugular vein, catheter allegedly detached during its delivery through the subcutaneous tunnel. It was further reported that the catheter was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed 19cm hemostar d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was observed approximately 5.0cm from the distal end of the y-body. The distal catheter segment was returned and measured approximately 19.0cm. The circumferential break of the distal catheter was observed to have uneven edges and surface as observed to be glossy/finely granular. In addition to the returned physical sample, one electronic photo was provided for review. The photo shows one unsealed sample tray containing a 19cm hemostar catheter and the catheter was noted to be broken into two segments near the cuff area. Therefore the investigation is confirmed for the reported fracture and material separation issues. However the investigation is inconclusive for the reported detachment issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure in the right internal jugular vein, catheter allegedly detached during its delivery through the subcutaneous tunnel. It was further reported that the catheter was removed and the procedure was completed using another device. There was no reported patient injury.